Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; the image blackout could not be reproduced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that while two monitors were connected to the evis lucera elite video system center, they blacked out simultaneously. High frequencies were not used and the issue did not improve even if the power was turned on again. It was also reported that there was no image with the other scopes and both the text and images disappeared. It was unknown if the evis lucera elite xenon light source (clv-290) had a lamp inside of it. The issue occurred during an upper inspection procedure. The procedure was temporarily postponed but then later completed the same day with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "image black out" occurred due to an extrinsic factor. However, the root cause of the image black out could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred approximately 2 min to 5 min after the onset of the case and near the pharynx after starting the inspection, it was not recovered even if the blackout is re-activated and the scope is changed.